Event description:
During a remote follow-up, increased pacing impedance and increased capture threshold were observed on the right ventricular (rv) and right atrial (ra) channels of the device. Increased defibrillation impedance was observed on the rv channel of the device. Additionally, noise resulting in oversensing and inappropriate mode switch were observed and inappropriate pacing. During a revision procedure, the lead was connected to the pacing system analyzer (psa) and the rv lead and ra lead measurements were appropriate. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of capture, sensing, and impedance anomalies were confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Electrical testing revealed an insufficient internal supply due to a hybrid anomaly.